Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a new lead was placed during a lead revision surgery. The lead was tested intraoperatively and patient experienced ineffective therapy. As a result, the lead was removed and the surgery was abandoned. During the same surgery, the previous system was explanted due to lead migration as documented in manufacturer reference numbers 3006705815-2019-04457 and 3006705815-2019-04458.